Manufacturer narrative:
(B)(4). The device was not returned for analysis. The complaint investigation determined the reported difficulty was related to manufacturing issues associated with the protective sheath. On march 14, 2017, abbott vascular decided to initiate a voluntary field action for some sizes and lots of the nc trek family of dilatation catheters for difficulty to remove sheath which may lead to inflation or deflation issues. Abbott vascular performed a comprehensive investigation which included device analysis, manufacturing evaluation and trend analysis. The root cause identification was complicated by the fact that users were describing multiple symptoms when reporting the complaints. To date, the frequency of worldwide reported events for difficulties removing the protective balloon sheath, inflation and deflation has reached an actionable limit, thus abbott vascular communicated the voluntary field action to the FDA on march 17, 2017 [medwatch # 2024168-2017-02310]. Corrective action has been implemented per site operating procedures. The product will continue to be trended. The abbott internal recall number is 2024168-3/14/2017-002-r.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: the 3.5 x 15 mm nc trek was advanced to the mildly calcified lesion without issue. Balloon inflation was attempted; however, the balloon failed to inflate. The device was removed without reported issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event - estimated. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other nc trek referenced in describe event or problem is filed under a separate medwatch report number.

Event description:
It was reported that difficulty was encountered while removing the protective sheath of two nc trek dilatation catheters. The first device was advanced to a coronary artery lesion. Balloon inflation was attempted; however, the balloon failed to inflate. The device was removed without noted issue and the second nc trek was advanced to the same lesion. Inflation was slow, taking about 1 minute, but it ultimately inflated. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.